Event description:
Customer reported that on (B)(6) 2013 at 7:00am, he experienced symptoms described as "cold sweats and disorientation". At 8:30am, customer attempted to test using his adc blood glucose meter and was unsuccessful due to the test not starting after the blood sample was applied. Customer called the paramedics and, upon their arrival, was reportedly "given sugar in form of an injection". Customer could not recall the name of the medication and refused to troubleshoot further. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Customer's meter (B)(4) was returned and investigated with retained test strips. The meter was disassembled and a raised pin (#5) was observed in the strip port. No additional issues were identified during extended product investigation. The pins located in the strip port align with the electrodes on the test strip, and if one of the pins is bent or raised, the test will not be conducted. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. Based on our investigation, raised pin (#5) has only been replicated by a strip whose tip was bent prior to insertion into the port. Label copy advises users of bent/torn test strips and also instructs users to call customer service if the test does not start after applying the blood sample to the test strip. This is a final report.